Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy at l5-s1 for myelopathy. It was reported that when performing the final tightening in themast procedure the head of the legacy cannulated screw broke. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review comments updated. Lateral x-ray l5-s1 tlif. Mis rod and l5/s1 screw tulips are separated as a single piece from the screw shanks. Ap x-ray similar to image 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Screw was separated from the shank. Procedure performed was open transforaminal lumbar interbody fusion.